Manufacturer narrative:
As received, the implant coil was found detached and missing. The concerto coil pushwire was found broken and jagged on the proximal end with no release wire extending out. The proximal segment of the pushwire containing the tack weld replacement (twr) crimps and the break indicator was not returned. The pushwire was found bent at the proximal end. Under the microscope, the coin was found located against the lumen stop and the shield coil was found stretched. The retainer ring appeared damaged and ovalized. Follow up attempted based on returned device incomplete condition and, response received that implant coil will not be returned as it was discarded. Without returned the implant coil and the proximal end of the pushwire, we are unable to definitively determine the cause of non-detachment. It is likely that the difficulty during detachment with the manual method of detachment was due to breaking the pushwire at an incorrect location. The broken and jagged edge and the length of the pushwire is evidence that the customer did not break the pushwire at the correct location (via hypotube). It is possible that the implant coil became detached if the release wire pulled back momentarily or due to the damaged retainer ring. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not yet been returned for evaluation; therefore, no definitive conclusion can be drawn regarding the clinical observation. The device is expected to return. Upon receipt of the device, and/or additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that during coiling treatment, this coil did not detach using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). Only one attempt was made using this method to detach the coil. It was reported that the physician did not attempt to detach the coil with the instant detacher. There was no patient injury. The patient is doing well.